Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-02502. It was reported that a pericardial effusion occurred post procedure. A left atrial appendage (laa) closure procedure was being performed. The transeptal puncture was challenging, the initial stick in the septum was retracted and they re-inserted it in a more ideal position. An assessment for effusion was done and there was no effusion. A 24mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. The closure device was successfully released. There were no recaptures performed and no effusions. An hour later, patient became hypotensive and experienced a pericardial effusion with tamponade. At this time the patients inr were 1.7. The patient returned to lab where a pericardiocentesis was performed, removing 400mls of fluid. No further patient complications were reported and the patients was stable.